Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an e226 scope communication error. The issue was identified during a therapeutic video assisted procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image noise. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the cause of the problems could not be identified based on the information obtained from this report and the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had an e226 scope communication error. The issue was identified during a therapeutic video assisted procedure that was completed using a similar device. There were no reports of patient harm.